Manufacturer narrative:
The lead has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to physical damage in the lead body. The lumen failed to pass a wire after coming out of the patient's body. Either had dried blood in the lumen or was damaged while back loading onto a wire. The lead as never in service. No adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned. There was dried blood/body fluid noted in the lead lumens. Wire insertion test failed due to foreign material, there was a plug of foreign material in the lumen which was moveable within the lumen. With a little force, the foreign material was able to be pushed out of the tip. Analytical laboratory analysis on prior leads has shown the foreign material was likely an agglomeration of blood/body fluid and polymer from the lead/guidewire interaction. It was confirmed that there was wire movement difficulty.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to physical damage in the lead body. The lumen failed to pass a wire after coming out of the patient's body. Either had dried blood in the lumen or was damaged while back loading onto a wire. The lead as never in service. No adverse patient effects were reported.